Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. Additional information: two possible lot provided lot 4073231 and lot 4192355 evaluation: two photo and one sample were provided to our quality team for investigation. Upon evaluation, it was observed that a fully assembled syringe filled with transparent fluid, containing a large insect floating in the fluid path inside the barrel. The observed condition is non-conforming to product specifications. The potential root cause for the foreign matter in fluid path defect is associated with the assembly process. As corrective action, quality alert will be sent to the plant. Furthermore, a device history record review was completed for provided lot numbers 4073231 and 4192355. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided

Event description:
Material#: 309605, batch#: unknown. It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. During visual inspection of finished product, an insect was visualized inside the syringe floating in the solution. Item number: 309605, lot number: 2000205.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.